Manufacturer narrative:
This device was manufactured before the UDI requirements. This device is not expected to be returned for the report that a battery vented inside the device. A root cause cannot be determined based on the information provided. This claim will be re-opened for investigation when the device is received at zoll chelmsford.

Event description:
Complainant alleged that during functional testing, the device's battery vented inside the device. Complainant indicated that there was no patient involvement in the reported malfunction.